Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, h2, h3, h4, h6 and h11 the device was returned to olympus for inspection and the reported failure "intermittent horizontal lines" was confirmed, while the reported failure "buttons that don't fit properly was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore stripes in image occur. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during the therapeutic laparoscopy procedure for the removal of endometriosis lesions.

Event description:
It was reported that the rigid video scope displayed intermittent horizontal lines, and the buttons did not fit properly. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.